Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30hd6 serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va30hd6, ubd: 24-jun-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep said while hcp went to deploy the lead, patient woke up from anesthesia, as result the lead pulled out too far. Impedance showed the 0 electrode is greater than 4k ohms for all electrode combinations for 0 electrode. Hcp left the lead as is without any further intervention.